Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced shocking when the patient increased stimulation from 4.9, but the patient removed the antenna and turned then patient programmer (pp) which stopped the shocking. It was unclear if the patient turned stimulation off as well, but it appeared that the patient had turned only the pp off. The ins was checked and stimulation was found to be turned on and set to 5.1, but the patient started to feel the shocking when the sync button was pressed to they removed the antenna. Additionally, the patient reported they fell about 2 weeks prior, but did not fall to the ground as the patient was able to grab something. The patient indicated that they had not notices any changes at the ins site. The patient indicated that the issues were sudden in nature starting the day prior to the call. The patient was advised to follow-up with their healthcare provider (hcp) to have the device checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.